Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away while in the nursing home. They were found unresponsive and not breathing at 0519. Nursing home personnel reported left ventricular assist device (lvad) alarm message stating "connect to power source". On ems arrival they noted the patient to be pulseless & apneic. They reported not hearing the hum of the lvad on auscultation. Cardiopulmonary resuscitation was initiated and resuscitation efforts continued in the emergency room. No spontaneous cardiac activity was recovered. Their pupils were fixed and dilated. The patient was declared dead at 0707. A review of the log files revealed low voltage advisories and low voltage hazard alarms due to the batteries being run down for over 22 hours. There were no other unusual events seen within the log files.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of the low voltage hazard alarms and connect to power alarms was confirmed via log file analysis. A review of the log files, prior to the clock being reset, contained data spanning approximately 12 days (5dec22 ¿ 16dec22 per timestamp). The exact time span of the log file cannot be determined due to the clock being reset to a default timestamp of 0:00:00 on 1jan2000. Starting 16dec22 at 0:10:38, the low voltage hazard activated due to routine battery depletion. At 2:54:19 the alarms turned into no external power alarms due to voltage on both black and white lead diminishing to ~0.01v. The backup battery supplied power to the system due to the sudden loss of ac power. The pump stopped at 4:50:36 due to the backup battery power being depleted. The controller then lost total power at 4:52:06 and shutdown. No other notable alarms were active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, the patient was suspected to have a total loss of power causing a cardiac arrest. The patient was found by the nursing home personnel with the left ventricular assist device (lvad) alarming for ¿connect to power source¿. A root cause for the reported event was determined to be due to the patient¿s batteries not being replaced in a timely manner, leading to full battery depletion. The heartmate 3 patient handbook, rev. D, section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, no external power and controller clock corrupt alarms. Heartmate iii patient handbook, rev. D, and heartmate iii instructions for use (IFU), rev. C, under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook, rev. D, and heartmate iii instructions for use (IFU), rev. C, caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR number: 2916596-2023-00007.